Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported overstimulation and tightness in the area directly above the knee that occurred when she went to sit in a recliner. Syncing with the patient programmer indicated the stimulation was on. Instructions were given on how to turn the stimulation off. The patient had the ability to change stimulation and it was reviewed to try to increase or decrease stimulation if medically appropriate. This resolved the issue. It was confirmed the stimulation off icon was shown. After some time, when asked, the patient said that the tightness started to subside. It was noted the patient was starting to feel pressure building up in her chest. The patient had seen her primary care physician about her heart and was told it was healthy. The patient mentioned that her hips were still swollen and the healthcare provider said she may need an ultrasound. There was pain on her left side and it was heavy about her left knee and left hip. This was a sudden change in symptoms on the left side of the body above the knee, in hip, and chest. There were no recent medical tests or electromagnetic environmental exposures. It was reviewed that the stimulation was off and if the patient experienced symptoms they were not able to manage, then they would need to determine whether or not to seek medical attention. The patient had an appointment with the surgeon on (B)(6) 2015. It was also noted that 10 years prior to the report and implant, the patient was diagnosed with rheumatoid arthritis and was on embrel for that time and she also had pain above her knee back then. The patient felt better on the medication. The patient saw a different healthcare provider and he provided a second opinion about the rheumatoid arthritis diagnosis and told her she may have been experiencing withdrawal symptoms. It was also noted the patient felt better during the trial and did not understand why this was happening to her. Two days later, the patient had noted she fell and did not feel right since. The ins was off during this time. One week after that, the patient reported that she had some good days and some bad days and that (B)(6) 2015 when she called, was a bad day. The day prior had been a good one. The consumer wanted to know if a manufacturer's representative could come out to their home and program the device as the patient was unable to walk and it was difficult to drive 30 miles to a doctor¿s office. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included spinal pain.